Event description:
Procedure was scheduled to be an aortuni-iliac configuration because the contralateral limb could not be cannulated. Main body graft was placed through a conduit without complication. When the converter was placed, it was noted that the proximal stent body did not open properly; it appeared to be somehow constrained. The second stent body did open as designed, as well as the distal two stents. A balloon catheter was introduced, inflated; opening up the proximal sealing stent. However, there sitll appeared to be a slight gap in the wall between the converter and the main body graft, post angiogram noted a type iii endoleak. The physician decided to place a main body extension at the sealing site between the converter and the main body graft. A molding balloon was inflated at the site, securing the seal. Post angiogram noted that the endoleak had been resolved. As the iliac leg graft was attempted to be deployed through the introducer system of the converter difficulty was encountered when trying to unsheath the iliac leg graft. When attempting to deploy the iliac leg graft the physician was not able to unsheath the entire graft, since the converter's introducer measured 55cm. Most of the stent graft was able to be deployed. The physician then attempted to pull back on the introducer to further deploy, but was actually dragging the stent out of the ipsilateral limb. The sheath was then cut to reduce the length, allowing for full deployment of the graft. Some blood loss was noted as a result. Once the final angiogram was performed, there was no visible sign of an endoleak. No complications or injury to the patient. Refer to 1820334-2004-00022 for additional information.